Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the posterior side assessed as surgical damage, observed, broken device in the anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.